Manufacturer narrative:
This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party?: no. The customer performed no additional troubleshooting of the alinity c processing module ac01667. A review of the alinity ac01667 service history was performed and no additional erratic results pre- or post the current complaint were identified. No contributing factors on or around the date of the complaint issue were identified. A review of the alinity ci-series operations manual shows adequate information for handling specimens, operational precautions and limitations and troubleshooting for the reported issue, also included sample handling to include precautions regarding bubbles in specimens, specimens with fibrin, red blood cells or other particulate matter and result interpretation. A search for similar complaints on the alinity c processing module, found none, and there were no trends identified. Although a definitive cause was not found, a sample integrity issue could not be ruled out. Based on the investigation no product deficiency was identified for alinity c processing module ac01667.

Event description:
The customer observed falsely elevated chloride results on alinity c processing module for one patient. The results provided were: on (B)(6) 2021, sid (B)(6) initial=150 mmol/l / repeat requested by physician=106 mmol/l / repeated on architect=105 mmol/l laboratory reference range for chloride=98 to 107 mmol/l there was no reported impact to patient management.